Event description:
It was reported that the customer was hospitalized. It was stated that the customer experienced high blood glucose and she attempted to bolus but it appeared not to have gone in as she passed out, 911 was called and she taken to the hospital. Customer was wearing the insulin pump at the time hospitalization. During troubleshoot it was stated that the time and date were incorrect. Customer is unsure if basal rates are correct and bolus wizard settings are unknown. The bolus history is accurate. The high pressure test and prime was not performed as the customer had reverted to manual injections and did not have any supplies. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was contacted via phone call to verify the reason of hospitalization. The customer stated she had her hair done and when she arrived at home she felt confused, doesn't know from there. The customer was hospitalized due to high blood glucose. The blood glucose at the time of hospitalization is unknown, due to customer being unconscious. The customer was hospitalized for a week. The customer is not aware if she was wearing insulin pump at the time of hospitalization. The customer stated she is back on the insulin pump, but has memory loss. The customer needed assistance on programming the insulin pump. The customer's blood glucose was 200mg/dl.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.